Event description:
On (B)(6) 2023, information was received from a patient receiving unknown morphine via an implantable pump. The indication for use was spinal pain. It was reported that the patient stated their doctor went to fill the pump and said the pump was completely empty. The patient said they knew something was wrong because they had been in terrible pain for more than two months and they couldn't get their pain under control. Patient mentioned they have had at least a dozen ER visits. The patient also mentioned they were on vacation in honduras and they didn't know what was wrong with them and sent them home. The patient then stated when they came home, they had all sorts of testing and no one could figure out what was going on with them. The manufacturer's patient services specialist (pss) asked if the doctor put any medication back in the pump when they noticed it was empty and patient said no, they said the doctor couldn't because there was no medicine in it. The patient was upset because their doctor is leaving in a month and they don't want to leave them alone. The patient wanted to know if they had a pump that was under recall and if someone had told them that. The patient disconnected the call. On 2023-09-22, additional information received from a consumer indicated the pump was empty (as previously reported). It was noted the patient was not paying due to it and she needed help finding a doctor to fill her pump. The patient wanted to know if her pump could be used again, and it was reviewed that was a medical decision on the doctor¿s end. Physician listings were sent. On 2023-10-04, additional information received from the patient indicated that their current weight was "170". There was not an alarm associated with the empty reservoir. No alarms occurred. There was "no warning for three months" and, for three months, the patient had "no pump working for me". No one could figure out why the patient was in so much pain. The patient went to the doctor numerous times and to other doctors. The patient was treated for other things, such as diverticulitis but "found out it was the pump being empty". At one point, when the patient was out of the country, the patient "literally couldn't stand". The patient was treated "in emergency" for two days in a row so they could get home. It was noted that the patient was going to find a lawyer to sue their managing doctor who released them from their care "after finding out about the pump". The patient "knew something was wrong with the pump but couldn't confirm". When the doctor went to refill it, he said he couldn't pull anything out. The cause of the event was determined, as "it was empty". In regards to actions taken, the doctor prescribed long-acting pain medication that would last for 12 or more days and released the patient from care. The patient was previously sent physician listings, but no one would take her because she was "high risk patient". The patient could not find a doctor who would take the pump out. Per the patient, "every day I'm in hell".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.